Event description:
It was reported that during a pulsed field ablation procedure, the loop catheter appeared to get tangled with the lasso. The guidewire was retracted back. The loop catheter was able to be separated from the lasso by moving the loop catheter but the array on the catheter appeared deformed and inverted. The case was continued. Later in the case when the loop catheter array was attempted to be captured but the tip was noted to be at an odd angle and would not enter the sheath. Fluoroscopy showed what appeared to be an inverted array. The array was pulled in as much as possible and the whole system was was attempted to be removed from the groin but resistance was met when the tip reached the groin. The other sheaths and catheters were removed from the groin then the array was able to be pulled in to the sheath with some force and removed from the body. The array was noted to be damaged with exposed wiring. The case was completed with pulsed field ablation. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: the pscc100 catheter with lot number 0012089555 was returned and analyzed. Visual and x-ray inspection were performed. The catheter was received with a guidewire threaded in. The guidewire lumen was received extended and with a damaged array loop assembly. The array pebax tube was torn at the arm proximal to the dual lumen junction, causing electrode wires to be exposed. The nitinol array wire was pulled out of the proximal bond on the proximal end within the dual lumen. The shape of the catheter array was inverted, and the transition between the array and guidewire lumen was partially detached from the tip. X-ray imaging confirmed the nitinol array wire was intact and properly attached at the tip, but dislodged from the dual lumen. Mechanical verification of steering and slide mechanisms was performed. The slide control function was slightly stiff but could be actuated. The slide control was retracted fully backward to pull back the guidewire. The steering function was as expected, with the distal catheter tip responding with approximately 170° rotation in both directions. The catheter was not reprogrammed as the catheter condition would not permit ablations using the generator. The electrical continuity test and optical inspection were performed. Further optical inspection showed electrode number one was displaced. The electrical continuity test showed the electrode wires were intact with no detachment or breakage. The length of the array pebax tube, proximal to electrode number nine to the tear location (approximately 0.9 inches), suggested no fragments of the torn tube were missing. In conclusion, the reported issues of an inverted array and an exposed metal or wire were confirmed. The catheter failed the returned product inspection due to a inverted array, a torn proximal arm pebax tube, electrode wires exposed, the transition between the array and guidewire lumen being detached from the tip, the nitinol array wire dislodged from the dual lumen, and displaced electrodes. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.